Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect of myocardial infarction (mi), as listed in the xience v instructions for use, is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported via a study that one day post stenting procedure in the ramus artery with two xience v stents, one 2.75 x23 and one 2.5 x 15, the patient experienced elevated cardiac enzymes. The patient was asymptomatic with ECG results showing no myocardial infarction. There was no reported treatment given. The patient was discharged one day after the procedure. Additional information received indicates that the patient suffered a peri-procedural non-q-wave myocardial infarction. There was no additional information provided.